Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The enclosures were damaged. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.4 inches. The reported complaint of not holding was confirmed and the root cause has been associated with a seal failure. The reported failure of a leak was confirmed and the root cause has been associated with a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded these were a repeat issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider seal was leaking and housing was cracked. This caused a slight loss of holding power. No case involved.